Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited a high out of range impedance measurement. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited a high out of range impedance measurement. No adverse patient effects were reported. Additional information was received that this electrode was explanted and received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.